Event description:
It was reported "connection does not always work for charging". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.